Event description:
The manufacturer received information alleging a ventilator's lcd screen was "pixelated." There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the lcd screen was found to be damaged and unreadable. The device's lcd screen was replaced to address the issue.